Event description:
This is a spontaneous report by a nurse from (B)(6) of bacterial peritonitis with culture positive for enterococcus in a patient coincident with dianeal pd2 ultrabag and extraneal viaflex therapies, intraperitoneally (ip) for continuous ambulatory peritoneal dialysis (capd). On an unreported date in 2010, the patient experienced bacterial peritonitis. The cause of the peritonitis was unknown. It was not reported whether the patient was hospitalized for the peritonitis or received any treatment. On an unreported date, peritoneal dialysis (pd) was withdrawn and the patient was transferred to hemodialysis (hd). Outcome for the event of bacterial peritonitis was not reported. The nurse believed that the event of bacterial peritonitis was unrelated to dianeal and extraneal therapies.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further action is required.